Event description:
It was reported a post market clinical study patient underwent an x-stop procedure. The patient experienced a spinous process fracture and device migration of an x-stop implant. It was confirmed that the "device is intact and the distraction is maintained and that there is no change from the 6 weeks time point." No additional information was reported.

Manufacturer narrative:
Method: device not returned, follow up with company representative.